Event description:
Lap chole - "surgeon placed clip applier over additional clips to stop a posterior cyctic arterial branch from bleeding. Surgeon squeezed handle causing the handle to snap, which caused distal jaws to disengage and fell in patient's abdomen." Patient status: no injury.

Manufacturer narrative:
The incident device is anticipated to be returned. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.